Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the jaws of the prograsp forceps instrument was partially detached and could not be removed from the trocar. The instrument was no longer usable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and the trocar had to be removed together because the instrument could not be removed from the trocar. A backup instrument and trocar were used to proceed with the procedure. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the prograsp forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the prograsp forceps instrument (part# 471093-11/lot# k12211004-0207) associated with this event has been performed. Per logs, the prograsp forceps instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 11 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged the jaws of the prograsp forceps instrument was partially detached and could not be removed from the trocar. It is unknown if any fragment fell into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and the reported failure was confirmed. The instrument was found to have the main tube broken. As a result, a cannula and cannula seal remained stuck on the instrument. A piece measuring approximately 0.076¿ x 0.144¿ was not returned with the instrument. The complaint regarding physical damage was confirmed by failure analysis.